Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l58814, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported that the patient started wearing an airway clearance vest three days prior to report which vibrated the rib cage to help loosen phlegm from the patient's chest due to their chronic obstructive pulmonary disease (copd). The patient also reported having been hospitalized 3 to 4 times in the past year due to pneumonia. The patient reported that their healthcare professional (hcp) did not feel that the patient's lung issues were related to the pump. It was noted that in the hospital, the patient used an airway clearance vest that was above the pump, but the one that the patient was using at home "went all the way down and over the pump and catheter." The reporter stated that the patient did not need anymore issues as the airway clearance vest was shaking the pump all over the place when it was used. The pump was infusing clonidine, bupivacaine, dilaudid, and baclofen.